Event description:
The customer contacted stryker to report that their device had unexpectedly lost power and would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The electronic records were downloaded and reviewed. The reported issue could not be verified or duplicated. It was observed that the accompanied acpa was not properly communicating with the lp15. Stryker advised the user not to use sine wave inverters. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer received a replacement acpa. Stryker further evaluated the replaced part at the product assessment center (pac) and the technician observed that the returned acpa did not hold ac power cords as firmly as the in-house acpa did. The root cause of the reported issue could not conclusively be determined as the failure was not verified and non-repeatable.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power and would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.